Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Review of lot 17101940 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A report was received that a 10 x 60mm smart control stent was noted to be notably shorter than expected once deployed. The event involved a patient undergoing bilateral percutaneous angioplasty of both the right and left iliac arteries. A 60mm smart control stent was initially deployed in the patient¿s right iliac artery with a good result. The physician then wanted to deploy a second smart control stent (10 x 60mm) in the patient¿s left iliac artery. This device is reported to have been stored, handled, inspected and prepped according to the instructions for use (IFU). The site further reported that nothing unusual was noted about the device prior to use. The target lesion in the right iliac artery was described as 60mm long, calcified, non-tortuous and non-thrombotic. The lesion was pre-dilated with an 8 x 40mm balloon. The smart stent delivery system (sds) did not have to pass through any acute bends or through a previously deployed stent. No resistance was noted while tracking the sds to the lesion and no unusual force was used at any time during the procedure. The stent was deployed with good wall apposition but appeared to only be 40mm in length. The stent was then post-dilated with an 8 x 40mm balloon and no thrombus was noted after this treatment. An angiographic image was provided by the site. This one image does appear to depict a stent in the left iliac artery that is notably shorter than the stent implanted on the right side in this view. However, without more information about the characteristics of the vessel (tortuosity) or films with different views of the patient¿s anatomy, it is not possible to determine whether the stent was shorter than its¿ labeled length or not. The paucity of this image and the lack of index procedure films make it difficult to fully evaluate this event. Attempts to clarify whether any additional treatment was required have been unsuccessful. The product was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿stent inaccurate length-too short¿ event was confirmed based on the provided procedural image. However, the exact cause of the complaint could not be confirmed because of the paucity of the image and the lack of index procedure films. The product IFU instructs the user to select the size of the stent based on an unconstrained stent length according to the stent size selection table. The IFU further instructs that failure to maintain a fixed inner shaft position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The physician implanted two 60mm smart control stents. The first one seemed okay, the other one, implanted on the left side is only 40mm long. Pictures are sent in for analysis. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The target lesion was the iliac and the indication for the procedure was iliac stenosis. An unidentified 6f sheath introducer was used in the procedure along with a 6f guiding catheter. The diameter of the unconstrained stent size was not 1-2 mm larger than the vessel diameter. The length of the target lesion was 60mm. The lesion was calcified with no vessel tortuosity. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was also no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated prior to stent implantation with an 8x40mm balloon catheter. The sds did not pass through a previously placed stent. The stent expanded fully with good wall apposition. Post- dilatation was performed with an 8x40mm balloon. There was no thrombus present post deployment. The smart control locking pin was not in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and it was straight outside the patient. There was no unusual force applied during deployment of the stent. The stent was shorter in length than 60mm after deployment and the lesion was not longer than initially thought. An angiographic image was provided by the site. This one image does appear to depict a stent in the left femoral artery that is notably shorter than the stent implanted on the right side in this view. However, without more information about the characteristics of the vessel (tortuosity) or films with different views of the patient¿s anatomy, it is not possible to determine whether the stent was shorter than its¿ labeled length or not. The paucity of this image and the lack of index procedure films make it difficult to fully evaluate this event.